Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and the non-boston scientific right atrial (ra) lead exhibited intermittent high pacing impedance measurements and no sensing. It was suspected that the ra lead had fractured. The device was reprogrammed to vvir due to the lead issue as well as the patient has experienced chronic atrial fibrillation (af). No adverse patient effects were reported. The physician will continue to monitor the patient. The device remains implanted and in service.